Manufacturer narrative:
The reported event of charging anomaly was confirmed. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was explanted and replaced on (B)(6) 2021. The patient was in stable condition before, during and after the procedure..

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a routine follow-up on 1 (B)(6) 2021. During interrogation of the implantable cardioverter defibrillator (ICD), it was noted that the patient notifiers were delivered for prolonged charge time. No programming changes were made at this time. The patient was at stable condition.